Event description:
It was reported by service report that the upper lifting bar was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: upper lifting bar.